Manufacturer narrative:
(B)(4).

Event description:
Rear haptic caught in cartridge and tore during implantation. Iol backed out and additional softec hd 22.0 successfully implanted. No patient injury, adverse event or surgical intervention noted.